Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An alarm/alert manual test not performed due to usb connector damage. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was not reviewed due to usb connector damage. The probable cause could not be determined. No injury or medical intervention was reported.